Event description:
Information received by medtronic indicated that the customer reported that there was a  trace pointers were invalid, history pointers failed and the history pointers were corrupted, power supply test failed during self-test and, post-reset ram crc alarm on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was not able to rewind the insulin pump. The customer stated that the insulin pump was exposed to extreme temperatures below 5 degrees celsius. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Insulin pump had multiple pump error alarms. Customer was able to complete rewind and able to complete alarm. It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned pump for alleged pump errors 75, 23, 49, and 68 found on (B)(6) 2022. The pump passed the displacement test, active current test, sleep current test and self test. Pump errors 75, 23, 49, and 68 were not noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thump. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith). Pump alarmed a pump error 75 on the event date of 12/07/2022 at 08:22:52.000 or 8:22:52 am. Pump alarmed a pump error 23 on the event date of 12/07/2022 at 08:09:25.000 or 8:09:25 am. Pump alarmed a pump error 49 on the event date of 12/07/2022 at 08:08:25.000 or 8:08:25 am pump alarmed a pump error 68 on the event date of 12/07/2022 at 08:07:34.000 or 8:07:34 am. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, corroded battery tube, and battery tube threads - cracked. Pump error 75 was confirmed in the pump history files and traces due to moisture damage on the internal battery pump errors 23, 49, and 68 were not confirmed during testing. Moisture damage was confirmed found on pcba 1, pcba 2, motor flex cable, force sensor, internal lithium battery, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.